Manufacturer narrative:
Additional info: d10, d11, g7, g9, h2, h3, h6, h10. Results of investigation: the devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms the x-rays provided confirms the report but also notes radiolucency under the medial and anteriorly tibial base plate. Without the requested device, the length of time in-situ, activity level, the requested clinical information, lab reports or the implantation/revision reports the root cause of the reported laxity nor can the reported infection be confirmed. However, we cannot rule out micro-motion as a contributing factor. The impact to the patient beyond the revision cannot be determined. Since the patient is stable with a brace, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint will be re-assessed. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed due to patients complaining from joint laxity.